Event description:
It was reported that the patient presented post-operation for follow up. Upon review, the left ventricular lead exhibited loss of capture and the patient experienced discomfort from diaphragmatic stimulation. A lv lead dislodgement was confirmed via x-ray imaging. The lead was explanted and replaced. The patient condition was stable throughout procedure.

Event description:
It was reported that the patient presented post-operation for follow up. Upon review, the left ventricular (lv) lead exhibited loss of capture and the patient experienced discomfort from diaphragmatic stimulation. A lv lead dislodgement was confirmed via x-ray imaging. The lead was explanted and replaced. The patient condition was stable throughout procedure.

Manufacturer narrative:
The reported events were lead dislodgement, diaphragmatic stimulation, and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The reported event failure to capture was not confirmed. Electrical testing was normal.